Event description:
End-user called in reporting that they are experiencing syringes that have "forked" needles. The end-user sent pictures over that depicted a syringe that has two prongs, instead of coming to a single point. No lot number was provided by the end-user.